Event description:
The customer reported they were not able to make a new acquisition during a case. A reboot did not correct the problem.

Manufacturer narrative:
This MDR is related to ge healthcare. The ge service rep was not able to reproduce the problem.